Manufacturer narrative:
The product has not yet been received. A supplemental medwatch report will be filed with all relevant additional information.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 600 mg/dl with large ketones. The customer could not recall how the bg level was treated, but thought insulin pens were used. As the occlusion alarms had occurred in the past, troubleshooting to determine a possible cause of the occlusion was unable to be performed. The customer discontinued use of the pump and reverted to a previous method to manage diabetes.